Event description:
Factory analysis of the power supply revealed an incorrectly installed ground wire resulted in the reported problem.

Manufacturer narrative:
Date of event: (B)(6) 2014. Date received by manufacturer. (B)(4): 04/24/2015. Conclusion / root cause: this power supply smoke issue was confirmed and it was found that the ground wire was installed incorrectly at tb2 pin 2, which should be installed at tb2 pin 3. This was a supplier issue and this power supply will be returned to the vendor for full analysis. This main board was tested and no failures were identified. This report is being submitted as part of the remediation for (B)(4).

Event description:
The manufacturer's field service engineer reported the power supply failed. No patient involvement.